Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The balloon was pressurized/inflated once without issues, which would suggest that the device was not damaged or compromised prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo proximal left anterior descending artery (plad) that was 90% stenosed. A 3.0x15mm nc trek balloon dilatation catheter was attempted to dilate the lesion but ruptured. It was noted that the rupture occurred at the second inflation below 12 atmospheres. Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.